Event description:
Related manufacturer reference number: 2017865-2021-03423. It was reported that the patient presented to the hospital for a device change out and lead revision procedure. Upon examination of the lead, it was noted that the right ventricular (rv) lead was exhibiting noise. While performing rv lead revision procedure, the physician noted the rv lead was bound to the right atrial (ra) lead with scar tissue. Both ra and rv leads were explanted and replaced in the same procedure on (B)(6) 2022. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported event was unable to disconnect the lead due to atrial lead bound to the rv lead with scar tissue. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.